Event description:
Info received indicates that the emergency trendelenburg function is not working.

Manufacturer narrative:
The tech isolated the issue to the p-3 connection on the logic circuit board. He reconnected the p-3 connector to repair the bed.